Event description:
Caller reported the chair is veering to the left and right when they try to drive it.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.